Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp ((B)(6)) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. All the components were received in good condition. Further inspection was performed under a microscope, the device was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The functional test was performed; the prowler select plus 150/5cm (606s255x), was flushed until the water was coming out from the distal end. Then, the device was introduced into the involved microcatheter; the stent could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance when it passed through the microcatheter's hub. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. There is no indication that the failure reported results from a defect inherently related to the manufacturing of the device. A device history record (DHR) of lot number 7258219 was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00015.

Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258219) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available.